Manufacturer narrative:
Original surgery was performed in 1999 using hutchison hsh 0375 saline-filled implants, which were filled to a volume of 0400cc (left) & 0400cc (right), which is within the maximum fill volume limits. Patient underwent bilateral replacement surgery in 2006. The implants were replaced with inamed 0533cc devices. Visual inspection identified a fold flaw that measures approx 85mm in length which ends in a split measuring approx 2mm in length. The fold flaw is located on the 9 o'clock position approx 5mm from the periphery (when the product was held in such a position that the brand name was upright and horizontal), that measures approx 85mm in length which ends in a split measuring approx 2mm in length. Pressure testing identified no other leaks or breaches. Microscopic examination (x10) identified signs of fatigue around the split on the fold flaw. The product met all manufacturing and quality specifications post MFR. The fold flaw / split are not manufacturing faults.